Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a prefilled syringe. The customer reports: my wife was taken to the hospital with severe pain and could not get up. She was treated for an infection, kidney stones. She was then released with a blood infection. She then went back to the hospital after a few days and they not only found the infection again, but several blood clots in her arm and neck where her IV was. I already reported the heparin, but now I am reporting the sodium chloride 0.9% solution she was also given and used at home. I did not know about the solution until I researched the heparin recall. Dose or amount: 10ml, frequency: on and off, route: unknown. Dates of use: one month in 2008. Diagnoses or reason for use: urinary and blood infection, blood clots. Event reappeared after reintroduction? Yes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.